Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that one touch ultra mini meter would not power on. The complaint was classified based on the customer care advocate's (cca) documentation. The customer stated that the reported issue began two weeks prior to contacting lfs, on thirteen days earlier (time not known). During that time, the pt reportedly dropped the subject meter in water (use error) and noted that it would not turn on. As a result of the reported issue, the pt reportedly took more food and/or drink. The following day after the original date, at 1:30pm (est), after the reported issue, the pt reportedly experienced symptoms of "sweatiness." The pt reportedly did not receive/ require any medical attention. Based on the provided info, this complaint is being reported because the pt reportedly experienced symptoms, which could be suggestive of hypoglycemic episode, after the reported issue began.